Manufacturer narrative:
One opened probe, with tip protector, in a tray was received for the report. The returned sample was visually inspected and was found to be non-conforming with orange/brown foreign material observed on the port face and on the welded cap. The sample was then functionally tested for actuation. The sample was found to be conforming for actuation. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Excessive adhesive was observed on the extension at the diaphragm. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the lot number obtained from the device's radio frequency identification tag. A nonconformance was found. This non-conformance could have potentially contributed to the reported event. The related non-conformance was opened for the identical issue of excessive adhesive on the extension/diaphragm. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. However, a manufacturing related potential contributor factor was identified: excessive adhesive on the extension/diaphragm. The returned sample met specifications: however, non-conformance record has been initiated related to the excessive adhesive on the extension/diaphragm. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmic surgeon reported that vitrectomy cutter ceased to actuate during vitrectomy surgery. The condition of aspiration was unknown. The surgery was completed after replacing the product with another one. There was no patient impact.